Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that the patient was connected and transmitting, however, no information was provided as to how the ble issue was resolved. There were no patient consequences reported.